Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error during normal device use. The blood glucose reading was 157 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.